Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The returned pad device was installed on (B)(6) 2010. The pad-pak appears to have been removed after this date and reinserted on (B)(6) 2010. The device performs as expected until (B)(6) 2011 but then the device date and time becomes corrupted. On inspection it is discovered the clock is not running with the correct date or time. Visual inspection reveals the coin cell had become detached from the printed board assembly affecting the device clock. More damage was discovered to the components on the printed assembly board indicating the device was either dropped or subjected to a severe impact. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.